Manufacturer narrative:
(B)(4).

Event description:
Physician used a complete se stent to treat a total occluded lesion located in the left sfa which was described as heavily calcified. The device was inspected prior to use with no abnormality noted. The device was advance through another manufacturer stent previously deployed in the common iliac with no issue reported; however it was reported that after deployment of the stent, resistance was encountered, possibly due to the tip of the device caching on the newly deployed stent and, as force was applied, the tip and marker band detached in vivo. An attempt was made to use a balloon to drag the detached material into the guide; however unsuccessfully. Then a snare device was attempted; however this could not cross the proximal edge of the stent deployed in the common iliac. The physician then decided to deploy a stent over the detached material to jail. It was reported that the patient was stable post procedure. No other clinical sequelae were reported. Device evaluation the catheter was kinked immediately distal to and 11.5cm distal to the end of the strain relief . The distal tip had detached and was not returned with the delivery system. A 99.5cm long section of the poly-imide inner member had completely detached from the rest of the delivery system. The re-tractable sheath was pinched/bunched at 11cm proximal to the detachment site.